Manufacturer narrative:
This is an addendum to the initial emdr to document additional information regarding the patient's clinical course. As reported the patient has undergone an additional surgery to repair the recurrent hernia and to explant the phasix mesh. This event has been assessed as moderate severity being possibly device related and possibly procedure related. The patient is noted to have recovered with no sequelae. Based on this additional information, the initial determination remains the same. At this time no definitive conclusions can be made as to the degree to which the device may have contributed to the patient¿s post operative recurrence and subsequent explant of the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of hernia repair surgery. The instructions-for-use identifies recurrence as a possible complication and the warning section states, "to prevent recurrences when repairing hernias, the phasix¿ mesh must be large enough to provide sufficient overlap beyond the margins of the defect. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue."

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. (B)(6) 2016 - the patient underwent repair of an incisional midline hernia in the suprapubic location using a bard phasix mesh 25.4cm x 30.5cm. The hernia defect measured 5cm in length and 5cm in width. Assessment of the hernia site was contaminated/healed, not clinically significant and was classified as vhwg grade 3 due to a previous wound infection. (B)(6) 2017 - the patient was diagnosed with an incisional hernia recurrence. The recurrence is assessed by the clinician as being possibly related to the device and possibly related to the procedure, the severity is identified as moderate. The patient's treatment is ongoing, there has been no surgical intervention. Addendum: (B)(6) 2017 - the patient underwent additional surgery to repair the recurrent hernia and to explant the phasix mesh. This event has been assessed by the clinician as moderate severity being possibly device related and possibly procedure related. The patient is noted to have recovered with no sequelae.

Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. The IFU identifies recurrence as a possible complication and the warning section states, "to prevent recurrences when repairing hernias, the phasix¿ mesh must be large enough to provide sufficient overlap beyond the margins of the defect. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." Based on the information provided, at this time no definitive conclusions can be made as to the degree to which the device may have contributed to the patient¿s post operative recurrence. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a hernia recurrence. On (B)(6) 2016 - the patient underwent repair of an incisional midline hernia in the suprapubic location using a bard phasix mesh 25.4cm x 30.5cm. The hernia defect measured 5cm in length and 5cm in width. Assessment of the hernia site was contaminated/healed, not clinically significant and was classified as vhwg grade 3 due to a previous wound infection. On (B)(6) 2017 - the patient was diagnosed with an incisional hernia recurrence. The recurrence is assessed by the clinician as being possibly related to the device and possibly related to the procedure, the severity is identified as moderate. The patient's treatment is ongoing, there has been no surgical intervention.